Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) also had an insertable cardiac monitor (icm) from another company. The icm showed an approximately 12 second arrhythmia, clinically interpreted as a ventricular tachycardia (vt) rhythm, but the s-ICD had no stored episode. Engineering reviewed the device data and determined varied amplitudes resulted in temporary undersensing, with possible intermittent noise, such that no episode was stored. No adverse patient effects were reported. The device remains implanted and in service.